Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had hypoglycemia and paramedic came in to the house on an unknown date. Customer reported that he was doing exercise and have not eaten anything and he said it knocked him out. Customer was treated with glucose with with other intravenous fluid. Customer had an insulin reaction and paramedic removed the battery from the insulin pump and now he was stuck with reservoir and tubing process. No further details given. Insulin pump will not be returned for analysis.